Manufacturer narrative:
This report is filed august 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient was treated with antibiotics for a duration of ten days (type and date not reported), however the issue did not resolve. Clinical management of the patient is ongoing.